Manufacturer narrative:
According to new information provided by customer, the originally reported complaint of conflicting results on (B)(6) 2023 did not occur. Therefore, this event is not reportable. No further action will be taken regarding this report. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023. The consumer initially tested positive with the ID now covid-19 2.0 assay. The consumer performed a repeat test with another ID now covid-19 2.0 assay which generated a negative result. The customer stated the patient was asymptomatic, not known to be covid-19 positive at the time of testing, and is not currently on treatment. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported conflicting results with the ID now covid-19 2.0 assay performed on (B)(6) 2023. The consumer initially tested positive with the ID now covid-19 2.0 assay. The consumer performed a repeat test with another ID now covid-19 2.0 assay which generated a negative result. The customer stated the patient was asymptomatic, not known to be covid-19 positive at the time of testing, and is not currently on treatment. No additional patient information, including treatment and outcome, was provided.